Event description:
Consumer stated he was "sitting at work, about an hour after brushing a couple days ago, something itched my mouth. Thinking it was a hair I dug it out and it was a small piece of blue plastic. I found it odd, and went on about my day. Yesterday morning, when brushing a bristle came out and I made the connection to the odd piece I'd previously found at work. Last night¿.same thing. Two more bristles lost when brushing." Consumer also opened the other unused, toothbrush (it was a 2pk) and was able to pull out the bristles with his fingers. For first incident, see 1825660-2018-00419.